Event description:
It was reported that during a da vinci-assisted sacrocopolpexy with hysterectomy surgical procedure, the system was getting a message on the integrated electrosurgical unit (iesu/erbe) saying the erbe not detected or powered on. The customer verified the erbe cable connections and power cord were secured and erbe was powered on. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended performing a mid-procedure restart. The customer had to use instrument release key (irk) to release the tenaculum forceps instrument from tissue due to a fault with the erbe. The instrument was disconnected from the arm. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of the reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.